Manufacturer narrative:
The patient sample is not available for further testing and investigation. The sample type was edta. The customer indicated the physician expected a lower result. Without the sample and the requested information, siemens is unable to determine the cause of the falsely elevated result. Siemens cannot rule out sample specific issue most likely due to some unidentified interference as the potential root cause for the discordant result. The cause for the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The interpretation of results of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the instructions for use states: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these 2 elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values.." MDR 1219913-2018-00132 was filed for the same event.

Event description:
A discordant elevated result was obtained for a patient sample on the advia centaur xp intact parathyroid hormone (pth) assay. The result was questioned by the phycisian. The result was higher than expected, the sample was repeated three times on a later date and the results were elevated. A redraw patient sample was tested on an alternate method at a different location and the result was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant pth result.